Event description:
On (B)(6) 2007, caller is dentist who performed a vizilite exam on a pt yesterday. He only had her swish with the acetic acid rinse. The blue oral indicator was not used. Right after the procedure, she began coughing. Dentist reports that the pt complained of a sore throat and had evidence of inflamed tonsils prior to the oral examination procedure. Pt has continued to cough today. Caller suspects that the pt may have aspirated. Pt was instructed to see her doctor right away. F/u on (B)(6) 2007, dentists states he spoke to the pt's wife and discovered she had been hospitalized and treated with antibiotics for infectious pneumonia. She is doing well, and should be discharged soon. The treating medical staff and the dentist do not believe her pneumonia is related to the vizilite exam, since she had a sore throat and inflamed tonsils prior to the examination.

Manufacturer narrative:
Event attributed to 1% acetic acid pre-exam rinse.